Event description:
The customer reported the system experienced an uncommanded system shutdown. There is no report of patient injury or death.

Manufacturer narrative:
The customer canceled the service call.